Manufacturer narrative:
H.3., H.6.: INVESTIGATION, INCLUDING ROOT CAUSE ANALYSIS, IS IN PROGRESS. A SUPPLEMENTAL MDR WILL BE FILED AS NECESSARY IN ACCORDANCE WITH 21 CFR 803.56 WHEN ADDITIONAL REPORTABLE INFORMATION BECOMES AVAILABLE. ALCON LENSX (SITE #3008772169) IS NO LONGER OPERATIONAL. LENSX MANUFACTURED PRODUCTS ARE MAINTAINED AND INVESTIGATED BY THE ALCON RESEARCH, LTD. IRVINE TECHNOLOGY CENTER SITE #2028159). THE MANUFACTURER INTERNAL REFERENCE NUMBER IS: (B)(4).

Event description:
A PHYSICIAN REPORTED THAT THERE WAS A SIGNIFICANT DISCREPANCY BETWEEN THE PLANNED FLAP THICKNESS (ONE HUNDRED TWENTY MICRONS) AND THE MEASURED FLAP THICKNESS (ONE HUNDRED SEVENTY MICRONS) INTRAOPERATIVELY ON THE LASER USING THE PACHYMETRY FUNCTION RESULTED IN THICK FLAP IN THE RIGHT EYE OF A PATIENT DURING REFRACTIVE SURGERY. CUSTOMER PERFORMED THE ADDITIONAL EXAMINATIONS, INCLUDING OPTICAL COHERENCE TOMOGRAPHY MEASUREMENTS CONDUCTED THREE DAYS POSTOPERATIVELY, AND CONFIRMED THAT FLAP THICKNESS SIGNIFICANTLY DIFFERED FROM THE PLANNED VALUES. THERE IS NO UNPLANNED MEDICAL OR SURGICAL INTERVENTION AT THE TIME OF EVENT. THERE ARE MULTIPLE RELATED REPORTS FOR THIS FACILITY. THIS REPORT ADDRESSES THE PATIENT UNKNOWN, RIGHT EYE AND OTHER MANUFACTURER REPORTS WILL BE FILED.

Manufacturer narrative:
Additional information provided in H.3., H.6., and H.11.A Manufacturing Batch Record review was performed prior to product release to ensure that the product was manufactured in compliance with the Medical Device File.Service history was reviewed for the system. There is no service record (relevant to the reported event), found. However, the system was last serviced prior to the reported event per Service Record.A number of contributing surgical factors (or variables) can contribute to the reported flap issues. By proactively implementing preventive strategies to optimize surgical outcomes, surgeons will prioritize patient safety during procedures. However, based on the information obtained, the root cause of the reported event is inconclusive.The manufacturer internal reference number is: (b)(4).